Manufacturer narrative:
Correction to h6 results code and method code: the devices were returned to edwards lifesciences for evaluation. During visual analysis of the returned device, it was observed, there was compression noted on the flex shaft approximately 3cm from the flex tip. Another kink was noted, on the guidewire lumen of the balloon shaft over the crimp marker location. The proximal balloon shaft was kinked. And the color strain relief on the proximal balloon shaft was found, to be bunched up. But was considered to be likely, due to packaging. During functional testing, after decontaminating the device, the delivery system was attempted to be de-aired with the returned inflation device. And non-edwards 3-way stopcock, but negative vacuum was unable to be maintained. Attempting to inflate and deflate the balloon with the same configuration revealed, a leak from the non-edwards stopcock. Which did not allow the balloon to reach full inflation. The stopcock was then replaced and de-airing of the delivery system. And both inflating and deflating the balloon was able to be performed without issues. The total balloon inflation and deflation time with replaced stopcock met specifications. No relevant dimensional inspections were able to be performed. A review of the complaint history, on confirmed device complaints (returned and no product returned) from november 2019 to october 2020 revealed other similar complaints. The complaints were confirmed. However, no manufacturing non-conformances were identified in the returned sample (functional testing for inflation/deflation time met specification). Additionally, reviews of the DHR, lot history, and complaint history revealed no indication, that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations support, that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, the catheter had a kink proximal to the balloon. Visual inspection of the returned device reveals a guidewire lumen kink over the crimp marker at the crimp balloon. The delivery system is checked multiple times, during the manufacturing process, and no damage was reported on the packaging of the device (i.e. Shipper box, shelf box or pouch) or during device preparation. It is possible, there was mishandling/excessive handling of the device prior or during the procedure. However, that is not possible to determine conclusively a root cause at this time. Available information suggest, that procedural factors (device mishandling) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per the report, the catheter had a kink proximal to the balloon which probably allowed difficult inflation, but prevented deflation. A kink in the balloon catheter can restrict the fluid pathway and can cause resistance experience, during balloon inflation or deflation. Visual inspection of the returned device confirms, a guidewire lumen kink over the crimp marker at the crimp balloon. Additionally, the non-edwards 3-way stopcock was found to leak, during functional testing and prevented inflation/deflation from being performed. Upon exchanging of the non-edwards 3-way stopcock, the device was able to be inflated and deflated without any issues. As such, available information suggests that procedural factors (kinked balloon catheter, non-edwards 3-way stopcock leakage) likely contributed to the complaint event. The complaint for ¿delivery system kinked, bent¿ was confirmed. However, no manufacturing non-conformances were identified during evaluation. Available information suggest that procedural factors (device mishandling) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed, against trending control limits monthly. And any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for ¿delivery system inflation difficulty¿ and ¿delivery system deflation difficulty¿ were confirmed. However, no manufacturing non-conformances were identified during evaluation. A definitive root cause is unable to be determined at this time. However, available information suggests that procedural factors (kinked balloon catheter, non-edwards 3-way stopcock leakage) may have contributed to the complaint events. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed, against trending control limits monthly. And any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. No relevant photographs, videos, or imagery was provided for evaluation. DHR review did not reveal any manufacturing non-conformance that could have contributed to this complaint event. A review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, sapien 3 valve positioning: use the distal flex to position the thv coaxial slowly rotate the flex wheel away from you to help adjust the thv coaxial within the native valve. Wire manipulation or slight rotation of the delivery system may help. Position thv with bottom of center marker at base of cusps. The inflow of the sapien 3 valve will be further in the ventricle when positioned (compared to sapien xt valve) prior to thv deployment. Use the center marker to help aid in thv positioning, but not as a reference during thv deployment (center marker on delivery system not thv). Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening/inflation volume should also be considered when positioning thv. Use the fine adjustment wheel to control fine positioning of the thv. Ensure the flex tip is pulled back to the middle of the triple marker. Ensure the balloon lock is locked. Turn the fine adjustment wheel to finely control the thv position in either direction. Release stored tension prior to thv deployment. Thv may lock into the calcium when positioning creating stored tension in the delivery system. Release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. Thv deployment: check to ensure thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp =50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. A slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Factors that may affect the thv deployment characteristics. Narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. Thv oversizing: reduced thv foreshortening. Incomplete thv expansion: reduced foreshortening of the thv. Ventricular perforation: if not careful during wire exchange, crossing, and thv positioning, ventricular perforation could occur. When initially creating the curve on the wire, the stiff portion of the guidewire should be incorporated into the curved section of the wire. Ensure guidewire is properly looped in ventricle prior to native valve crossing. Stiff portion of guidewire should extend beyond distal end of delivery system at all times. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints were unable to be confirmed. Due to the unavailability of the alleged device, a manufacturing non-conformance was unable to be determined. However, reviews of lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations support that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, the catheter had a kink proximal to the balloon. The delivery system is checked multiple times during the manufacturing process, and no damage was reported on the packaging of the device (i.e. Shipper box, shelf box or pouch) or during device preparation. It is possible there was mishandling/excessive handling of the device prior or during the procedure; however, that is not possible to determine conclusively at this time. As such, there is insufficient information provided to determine a definitive root cause at this time. Per the report, the catheter had a kink proximal to the balloon which probably allowed difficult inflation but prevented deflation. A kink in the balloon catheter can restrict the fluid pathway and can cause resistance experience during balloon inflation or deflation. Additionally, it is possible that patient-related factors such as vessel tortuosity may have exacerbated the inflation/deflation difficulty. However, without imagery or device-related photos, this is unable to be determined conclusively. As such, available information suggests that procedural factors (kinked balloon catheter) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause for the ventricular perforation could not be confirmed, but may have been due to device manipulation. The complaint for delivery system ¿ kinked, bent was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. There is insufficient information to determine a definitive root cause at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for delivery system ¿ inflation difficulty and delivery system ¿ deflation difficulty were unable to be confirmed. No manufacturing non-conformances were identified during evaluation. A definitive root cause is unable to be determined at this time. However, available information suggests that procedural factors (kinked balloon catheter) may have contributed to the complaint events. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was received. Sections a2, a3, b2 (death selected), b7, d4, f10 (device codes 2889 and 1149 added) and h4 were updated. Section h1 was corrected (death selected). UDI number:(B)(4). There was resistance felt during balloon inflation. The catheter had a kink proximal to the balloon which possibly allowed difficult inflation, but prevented deflation. The patient expired a few days post procedure. There was no additional information available. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 29mm sapien 3 valve within a pre-existing valve in the mitral position by transseptal approach, the valve was extremely difficult to expand upon release, and resulted in the ventricle being injured. The valve was placed, but the patient required emergency surgery to repair the ventricular perforation. At the time of the report, the patient was stable at the ICU.